Event description:
It was reported that " extension line appeared "crushed". Line inserted on 9th and removed 17th november." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a crushed extension line was able to be confirmed by the photo. The medial gray extension line appeared to have ballooned and stretched. Information received the medical practitioner stated the issue faced was the result of user error. The escorting anesthesiologist did not unclamp the lumen, which resulted in the lumen stretching and collapsing which is consistent with the photos provided. The instructions for use (IFU) provided with this kit warns the user, "warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of a crushed extension line was confirmed by visual inspection of the customer-supplied photo. Based on the information from the customer and visual analysis of the provided photo, it was determined that unintentional use error was the root cause of this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " extension line appeared "crushed". Line inserted on 9th and removed 17th november." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".